Manufacturer narrative:
The following devices were also listed in this report: biolox head; cat# unknown; lot# unknown. G 0 degree liner x3; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient complained of pain. Left hip revision.